Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: this device is a remediated colleague pump with a user interface module software version of 6.63.92. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Device evaluation: the reported condition of failure code (B)(4) interrupting delivery was confirmed during product evaluation. This condition was caused by a defective uim pcb. The uim pcb was replaced to correct this condition.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a failure code 568:320:658:0000 which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The software for this device is currently not known.